Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator¿s (epg) menu knob was broken off. It was indicated that the encoder was pushed inside the case. It was also indicated that the case, hanger assembly, and output connector assembly were broken. It was also indicated that the encoder switch assembly and a knob were contaminated. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's (epg) menu knob was broken off. The epg was returned for service. There was no patient involvement.